Manufacturer narrative:
The investigation for the reported error message on the console has been completed. The device and the data logs were returned for evaluation. The data logs were reviewed which showed "system self check error". The console was tested on an engineering lab bench with the original parts and configuration. The ¿system self check error¿ was unable to be reproduced, but during testing the continuous alarm, and the log recorded the controller error (loss of comm (pbm1)) - alarm event set # (B)(4). Upon visual inspection, pbm corrosion was found. The root cause of the system self check error was due to the defective pbm board.

Event description:
There was no patient involvement. No additional information was provided.

Event description:
The user facility reported the automated impella controller (aic) had a system self check error.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.